Event description:
Mother stated when starting the new site on arm, arm had severe swelling. Mom switched sq site to buttock area with no side effects. Also reported ms3 pump display for sn (B)(4) due (B)(6) 2018 line thru display. Pump works, line started occurring last few times in use. Shipping replacement, patient to return pump with defective screen. No further information. Dose or amount: 41 ng/kg/min. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.